Event description:
Customer states that meter appears to be missing segments on the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evalaution and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.